Manufacturer narrative:
Investigation report is on retained samples only. Device discarded.

Event description:
During the beginning of the patient's hemodialysis treatment, nurse found bloodline disconnected between the venous connection and the patient's canaud catheter. Blood leak occurred. No estimate of amount of blood loss and no further information was provided.

Manufacturer narrative:
Investigation report attached is on retained samples only. On 09/08/2016: additional investigation report attached on returned unused samples of other medical devices used during incident. Device discarded.

Event description:
During the beginning of the patient's hemodialysis treatment, nurse found bloodline disconnected between the venous connection and the patient's canaud catheter. Blood leak occurred. No estimate of amount of blood loss and no further information was provided